Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced vibrator anomaly. The customer's blood glucose reading was 141 mg/dl. The customer stated that the pump vibrated and it sounds like its rattling. The customer stated that the pump vibrated during self-test. The customer also mentioned issues with the sensor not reading correctly. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The vibrator feature functioned properly. No vibrator anomaly or unexpected rattling noise anomaly noted. The insulin pump had cracked case at display window corner and minor scratched display window. The drive support disk was inspected and no anomaly was noted. The insulin pump communicated properly to test minilink transmitter and blood glucose meter. The blood glucose was entered 100mg/dl and the blood glucose value was displayed on the sensor graph. No sensor/blood glucose reading anomaly noted.